Event description:
Insertion of epidural catheter, portion of epidural catheter sheared off during epidural placement. Portion of catheter remains in pt. Neurosurgery consult- remaining catheter poses no threat to pt. Difficult epidural placement.